Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. The reported patient's physical stature and activity level are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this tine. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address instability and poly wear.